Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter split while retracting the needle after inserting the IV. The following information was provided by the initial reporter: "nurse was inserting IV into child, the catheter sheared as the nurse retracted the needle."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter split while retracting the needle after inserting the IV. The following information was provided by the initial reporter: "nurse was inserting IV into child, the catheter sheared as the nurse retracted the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter split while retracting the needle after inserting the IV. The following information was provided by the initial reporter: "nurse was inserting IV into child, the catheter sheared as the nurse retracted the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/7/2022. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Microscopic inspection of the unit found that there was a v-shaped cut in the catheter tubing slightly above the nose of the adapter. This type of damage is indicative of a needle spear through confirming the defect of needle through catheter. Since the unit had been used and blood residue was observed throughout the catheter adapter, it is unlikely that the defect occurred during manufacturing as the device would have been received with the needle piercing through the catheter tubing, making a venipuncture attempt unlikely. Additionally, if the defect originated from manufacturing it would likely result in a complete fold of the catheter tubing after the needle shield placement, which was not observed in this incident. A needle spear through may occur in the user setting during tip adhesion break, if the needle is advanced at a wrong angle during venipuncture, or if the needle is moved up and down the catheter tubing. It was determined the defect most likely occurred in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.